Event description:
The lay user/pt contacted lifescan alleging that his one touch surestep enhanced had missing segments. The pt first noticed the missing segments a few days prior to contacting lifescan but continued testing on his meter. The pt states he took insulin (sliding scale) based on his "guess" of the meter result; however, the pt reported that he did not develop any diabetic symptoms after taking his insulin. On the night of 3/06, the pt's ribs were hurting and he was feeling weak. That night, the pt did not test on his meter but was concerned with his ribs so he went to the hosp. At the hosp, the pt was able to get a "400 mg/dl" on the hospital's one touch surestep meter and received insulin IV treatment. Prior to receiving any medical attention, the pt did not take any actions. The pt was unable to recall any of his meter readings and how much insulin he took after testing on his meter. This complaint is being reported because the pt's meter had missing segments. He developed high blood sugar symptoms and eventually received insulin and IV treatment at the hosp. The meter, test strips, and control solution were replaced.